Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral delivery device was returned for evaluation. The filter was returned inside of the storage tube. The touhy-borst was returned tight. The pusher wire was bent, likely as the user applied force in an attempt to advance the filter from the storage tube. The delivery pusher catheter was kinked approximately 29.4cm from the proximal end of the pusher handle; the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No skiving was found inside the storage tube. No other anomalies were identified. Functional/performance evaluation: the touhy was loosened. The filter could not be advanced through the storage tube. The y-body was disconnected from the storage tube in order to remove the filter. The filter was removed using a pair of tweezers. No crossed limbs were noted. All 6 arms and legs were present and intact. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for a bent pusher wire and confirmed for failure to advance as the filter was found inside the storage tube. Based upon the available information, the definitive root cause for this event is unknown. The bent pusher wire was likely a result of the advancement issues reported. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter could not be advanced out of the storage tube. The deployment system was exchanged for another, the filter was deployed successfully. There is no reported patient injury.